Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 23-jul-2020. The most recent information was received on 05-aug-2020. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ('chronic fatigue despite a minimim of approximately 8 hours of sleep/night + afternoon nap') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fatigue (seriousness criterion medically significant), amnesia ("memory loss regarding everyday vocabulary or names of well-known people"), psoriasis ("scalp psoriasis resistant to various treatments"), alopecia ("hair loss / significant hair loss"), vulvovaginal pruritus ("itchy on the left vulvar lip like psoriasis, followed by peeling"), genital exfoliation ("itchy on the left vulvar lip like psoriasis, followed by peeling"), ear pruritus ("itchy of the ear canals with peeling") and skin exfoliation ("itchy of the ear canals with peeling"). The patient was treated with cortisone. Essure treatment was not changed. At the time of the report, the fatigue, amnesia, psoriasis, alopecia, vulvovaginal pruritus, genital exfoliation, ear pruritus and skin exfoliation had not resolved. The reporter provided no causality assessment for alopecia, amnesia, ear pruritus, fatigue, genital exfoliation, psoriasis, skin exfoliation and vulvovaginal pruritus with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 23-jul-2020. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ('chronic fatigue despite a minimum of approximately 8 hours of sleep/night + afternoon nap') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fatigue (seriousness criterion medically significant), amnesia ("memory loss regarding everyday vocabulary or names of well-known people"), psoriasis ("scalp psoriasis resistant to various treatments"), alopecia ("hair loss / significant hair loss"), vulvovaginal pruritus ("itchy on the left vulvar lip like psoriasis, followed by peeling"), genital exfoliation ("itchy on the left vulvar lip like psoriasis, followed by peeling"), ear pruritus ("itchy of the ear canals with peeling") and skin exfoliation ("itchy of the ear canals with peeling"). The patient was treated with cortisone. At the time of the report, the fatigue, amnesia, psoriasis, alopecia, vulvovaginal pruritus, genital exfoliation, ear pruritus and skin exfoliation had not resolved. The reporter provided no causality assessment for alopecia, amnesia, ear pruritus, fatigue, genital exfoliation, psoriasis, skin exfoliation and vulvovaginal pruritus with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.